Manufacturer narrative:
(B)(6). Results: pr report: (B)(4), catalog number: 368654, batch number: 7011998, month manufactured: january-2017. Device history record review: a review of the device history record was completed for this batch. All inspections were in compliance with requirements. Customer sample/photo analysis: no customer samples were received for evaluation. Investigation root cause summary: as no customer samples were received for evaluation, the cause of the reported customer incident is indeterminate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that while using a bd vacutainer® safety-lok¿ bcs with pre-attached holder, 21g 7in tube, the holder separated from the tube. There was no report of injury or medical intervention.